Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm noted then power error alarm was triggered and noted in the download formatted history file, and the power management graph was abnormal due to connector resistance issue at pcba1. After disconnecting and reconnecting the j6 connector at pcba1, the unit was monitored and functioned properly. Then the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. Customer blood glucose at the time of incident was 192 mg/dl. Troubleshoot was performed. Customer said power error reoccurred after troubleshooting the insulin pump. Customer called previously to troubleshoot the issue. The insulin pump will be returning for analysis.